Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. The product has not been returned. A review of the advanced stapler logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show the stapler was installed on the system 4 times and fired 4 reloads (1 blue, followed by 3 white). On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 3 and 4, the first clamps were successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that at an unspecified time after completion of a da vinci-assisted sleeve to bypass revision procedure, the patient returned to the hospital with bleeding from the small bowel. Iron infusions were administered. According to the initial reporter, white sureform 60 reloads were used for the common channel of the small bowel.